Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was on aspirin and plavix regimen per the pipeline protocol at (B)(6) state and heparin was administered intra-operatively. Verapamil was also given during the procedure. During the procedure, it was reported the physician felt a significant amount of forward pressure on the entire tri-axial system during deployment and had a difficult time releasing the pipeline (4.75mm x 20mm) from the capture coil. The physician rotated the pushwire multiple times and eventually, the pipeline released from the capture coil; however, it jumped forward on the fluoroscopy screen. The physician finished deploying the device by the unsheathing technique, but the device did not open well. Access through the device was also lost due to the tip coil separating from the pushwire during the manipulation that was done in order to release the pipeline from the capture coil. The detached tip coil was retrieved from the patient with a 4mm gooseneck snare through the marksman catheter, but the non-opposed pipeline was slightly compromised during the retrieval. The pipeline moved to a suboptimal location that was proximal to the aneurysm location. A second pipeline (4.75mm x 20mm) was advanced through the existing pipeline and deployed in perfect position with the proximal end of the pipeline laying inside the distal end of the first pipeline. Balloon angioplasty ( an option presented in the instructions for use, u.s.) With a hyperform balloon was performed on the joining segments of the pipelines to achieve full wall apposition. Post procedural angiography showed the construct was intact. The physician thought that the combination of forward pressure on the system and multiple rotations on the pushwire were the cause for this incident. The patient awoke from the procedure at baseline and the 24 hour follow-up with the physician was positive regarding the patient's condition and she was discharged home 48 hours post procedure in good condition.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was found broken into two segments at approximately 182.5cm from the proximal end. The evaluation could not determine the cause of the event for the incomplete opening as the pushwire was returned without the pipeline. Cross sectional analysis of the break surface indicated the failure of the pushwire was due to torsional overload. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).